Event description:
Endoplege was placed without difficulty. When doctor went to take the balloon down after placement and confirmation, blood came back in the syringe indicating a balloon rupture. They had to place another device. No adverse patient event. No prolonged o.r. Surgery time but about 10 minutes prolonged anesthesia time. Procedure: mvr.

Event description:
Reported as a port leak.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon appeared protruded towards ruptured side. The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are ragged and there is significant wall thinning in the area of the burst. Visually the device has no other defects. Water was introduced through all of the device lumens and the water flows from were it should with no defects detected. These devices are visually and functionally tested 100% prior to packaging and the condition of the balloon was not present during that time.